Event description:
It was reported that during an unknown procedure the anvil half attachments are displaced. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4 batch #568a65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that only the anvil half of the ntlc75 device was returned with the anvil detached and with the staple height selector from left side broken off and returned inside a plastic bag. Further analysis shows that three anvil posts were broken on the distal end as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. Based on the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 568a65, and no non-conformances were identified.